Event description:
It was reported that there was an event of lead dislodgement that was confirmed via chest x-ray imaging occurred. The lead was explanted, and a new lead was implanted. The patient was noted as being discharged post-procedure.